Event description:
The customer stated that when he opened a new carton of test strips, the cap was open on the bottle of strips. The customer did not allege any adverse events. The test strips are to be returned for evaluation, as exposure to moisture can cause high test results. Replacement test strips will be sent.